Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead body insulation damage. A new lead was implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 23cm from the terminal end. Analysis revealed that the lead body had insulation damage in several places that was consistent with damage caused by electrocautery during the explant procedure. No further lead analysis was able to be performed.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead body insulation damage. A new lead was implanted, and no additional adverse patient effects were reported.